Event description:
A home patient (hp) contacted (B)(4) regarding a supply bag that fell and disconnected on the home choice (hc). There was no alarm. The hp stated the hc was turned off immediately. The hp opted to end therapy and confirmed he would call the registered nurse (rn) in the morning. On (B)(6) 2011 product surveillance spoke with the hp who stated that the bag placed beside the home choice (hc) fell and disconnected. The hp confirmed he did not notice anything unusual with the supplies. The hp stated he has since made more room on his table, so that the incident does happen again. The hp confirmed he started over with all new supplies the next night and everything was fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to a supply bag falling and disconnecting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The patient has since made more room for the solution bags so this doesn't happen again. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.